Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 387 mg/dl at the time of incident. The customer stated that her blood glucose reached around 400 mg/dl. The customer stated that she treated her high blood glucose with the insulin pump. The customer stated that there were no setting and programming issues found. The insulin pump will not be returned for analysis.